Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump the patient changed the pump's battery on (B)(6) 2012, at an unspecified time and at that point she claimed that she noted that the battery cap's threads were peeling. An unknown time later, the patient claimed that she started to feel sick. During the time of concern, the patient claimed that her blood glucose (bg) level reached approximately 400 mg/dl and developed a symptom of nausea. It is unclear what actions the patient took in response to the power issue and before she began to feel sick. The alleged issue was not resolved with troubleshooting. The patient reportedly put the pump back together and administered a correction during the time of concern. She denied having syringes. The patient was going to call her health care provider (hcp) for instructions on a backup plan for insulin delivery. The patient was instructed on the importance of changing the battery cap every 6 months and having a spare one. She was also informed that it was unsafe to continue using the pump. The pump was out of warranty. The patient was going to continue using the pump against advice from the animas representative involved in this contact. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue and she developed an elevated bg level with a symptom that can be suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error since the alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Aat this time, it is unknown what actions the patient took in response to the alleged power issue and before the reported injury occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.